Event description:
(B)(6) began using the philips CPAP in 2015. In the year 2021 her doctor called and recommended she get a new one. During that same year she came down with a chronic cough. When she visited a doctor in (B)(6) of 2021 she was diagnosed with lung cancer. Because of covid it was difficult to get all of the scans required for proper cancer treatment. In (B)(6) the pet scan showed (B)(6) had cancer spread through out her entire body: including orange size tumors in her lungs, liver, spleen. Cancer was also found in her bones and spine and eventually her brain. (B)(6) passed away on (B)(6) 2022. A few weeks later we received the philips recall letter. FDA safety report ID # (B)(4).